Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008, 7001 st jude lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The infection was later specified to be endocarditis.